Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time. The customer's other blood glucose values were 205 mg/dl, 147 mg/dl, 64 mg/dl, 130 mg/dl, and 180 mg/dl. The customer was treated with insulin pen for high blood glucose. The insulin pump will not be returned for analysis.